Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had low blood glucose episodes and was taken off of insulin pump therapy by healthcare professional for two months. Customer reported that prior to going off of insulin pump therapy, blood glucose would fall as low as 39 mg/dl. Customer reported to have hypoglycemia for five years. Customer reported to have passed out and had seizures, but does not have specific information due to memory loss. Customer reported of being treated by paramedics but not taken to the hospital. Customer reported that battery had been out of insulin pump for a long time and when inserter, a battery out limit, unexpected restart alarm and signal too low alarm was received. Customer was advised to contact helpline for programming assistance.